Manufacturer narrative:
(B)(4). G2: foreign, (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during an unknown time the plate would not slide anymore. The mesher was stuck and unable to advance forward. The expander was not functioning. There was no harm, no delay, and no medical intervention. Due diligence is complete as multiple attempts were made; however, no further information is available. As no additional information is available, we are unable to provide further information.